Manufacturer narrative:
Additional information has been provided in b.2 and d.4. Correction details have been provided in sections h.6 and h.11. The initial medical device report (MDR), the FDA product code a0201 was submitted. It should have been a24, as the reported complaint description pertains to the nature of the lens (diffractive intraocular lens) and does not represent a device malfunction. Following further reassessment of all available information post-submission, it was determined that this event does not meet the criteria for reporting as a malfunction (previously reported). Additionally, the reported poor contrast sensitivity was not debilitating and did not impact the patient¿s ability to perform daily activities independently. Therefore, the event does not qualify as a serious injury per the reporting definition. No further reports are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor contrast sensitivity. Clinical reason was diffractive iol. It was planned to replace with advanced technology intraocular lenses (atiol). Additional information has been requested.